Event description:
In a retrospective literature article a surgeon reported multiple causes of intraocular lens (iol) explantation in spain. The main cause for explantation was determined to be dislocation/decentration, with 145 eyes. The second most common cause was incorrect lens power with 33 cases. The third most common cause was iol opacification, with 29 eyes. For the remainder of the explants, the causes were neuroadaptation failure (patients with a perfectly centered multifocal iol who had problems adapting, 16 cases; pseudophakic bullous keratopathy (pbk), with 6 eyes; endophthalmitis, 5 eyes; and other causes, 23 cases. The overall explantation rate was reported as 0.59%. For this lens the rate of explantation was 9.7% and was most often explanted due to incorrect lens power. There are three medical device reports associated with this article. This report is for the second lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Fernandez-buenaga r, alio jl. Munoz-negrete fj, barraquer compte ri, alio-del barrio jl. Causes of iol explantation in spain, eur j ophthalmol. September 22, 2012 (5): 762-8. (B)(4).